Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight unknown. As it is unknown which two additional screws broke and which additional screw is loose captured under an unknown - screw, however, part# that were provided initially included: part# 412.822 (quantity 2); part# 402.878 (quantity 2); and part# 402.814 (quantity 1). Unknown part number, unknown lot number, UDI is unavailable. This report is for unknown screw/unknown lot number. Device reportedly will be explanted, exact date unknown without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a fracture on his left forearm due to an injury and was implanted with synthes screws on (B)(6) 2013. For the past two years, patient felt discomfort and a clicking sound could be heard at the site of the implant. The patient never fully gained full use/strength of that arm. Patient will be heading off to college soon and a few weeks ago decided to go see a doctor. X-rays were taken and it was discovered that 2 (two) 2.4mm locking screw-20mm were found to be broken. Revision surgery is scheduled for next week to remove the implants. Patient will not be implanted with new parts as the fracture site has healed and shows union. The ulnohumeral joint space is maintained. This complaint has (9) parts, only 4 are reportable. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. It was noted that after additional information became available that this report contained duplicate information already reported in MFR report numbers 2520274-2015-17742, 2520274-2015-17744, 2520274-2016-12906, 2520274-2016-12907, 2520274-2016-12908, 2520274-2016-12909, and 2520274-2016-12910. These reports contain the all the information about the various screws involved in the complained event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. It was noted that after additional information became available that this report contained duplicate information already reported in MFR report numbers 2520274-2015-17742, 2520274-2015-17744, 2520274-2016-12906, 2520274-2016-12907, 2520274-2016-12908, 2520274-2016-12909, and 2520274-2016-12910. These reports contain the all the information about the various screws involved in the complained event. This is report 9 of 9 for (B)(4).